Manufacturer narrative:
(B)(4). Recall:1627487-07262012-002-r, b 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient's daughter in law reported the patient's ipg is inoperable after not having been recharged (reference MFR. Report: 1627487-2015-26417) and now the patient is experiencing pain at the ipg site. Surgical intervention may be pending to address this issue. Patient's date of birth is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to explant her entire scs system.